Manufacturer narrative:
(B)(4). D10: cat# 30.32.05 lot# 2783091 protasulâ®, s30 head, s, ã¸ 32/-4, taper 12/14 cat# 00875705801 lot# 63055860 58mm o.d. Size ll porous uncemented with cluster holes shell. G2: foreign ¿ new zealand. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised approximately eight years post-implantation due to a dislocation. The shell, liner, and head were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations couldn¿t not be performed. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The patient was obese when the initial hip arthroplasty occurred eight years ago; however, it is unknown if obesity contributed to reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.